Event description:
Stryker was performing preventative maintenance on the customer's device and observed that the device' main keypad was unresponsive. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. Stryker replaced the device's main keypad assembly to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.